Manufacturer narrative:
Product analysis: further analysis of the external pulse generator (epg) was performed. No anomalies were observed during visual inspection. Upon a functional test run on the automated test console, the device passed a few tests and then failed with no responses from the epg. A few of the components were found to be excessively heating using the infrared (ir) camera. The epg tests were run on the tester, but it continued to fail the cross-pacing tests and the following tests. A component was replaced and then ran on the tester; however, the tests failed. The issue was with the power supply circuits on the printed circuit board (pcb), but it was unable to be isolated to the component level. Benchtop analysis was performed and found that the epg functioned normally on both atrial and ventricular pacing outputs. The device turned off in about 5 seconds or less when the battery drawer was opened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) was failed the pacing output tests during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) failed the pacing output tests. It was noted that the epg powered up to multiple error codes. It was further noted that the hanger assembly was broken, the upper case was dented and the display frame was stripped. All found defective parts were replaced and all other identified issues were resolved. The instrument then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.